Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. A trial procedure was undertaken on (B)(6) 2019 wherein the physician decided to add an additional lead to provide effective bilateral coverage.